Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review the assay met specification requirements, as no error codes or performance related flags were displayed for the control runs associated with the reported false negative flu b target result. The amplification curves appeared normal and exhibited normal amplification for the internal control. Sample ID (sid) (B)(6) was reported as negative for flu b target as the CT was reported as -1 and mr was 18.143. The amplification curve for the target appeared sigmoidal, suggesting normal amplification, but the mr curve displayed an atypical pattern - a sharp rise in the initial cycles followed by a plateau. This behavior deviates from what is typically observed in successful pcr reactions. Importantly, the internal control in the same reaction amplified correctly, indicating that the software is functioning as expected under its current configuration. This appears to be an isolated event, rather than a systemic software issue. Quality data review device history record / batch record review the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including the complaint components) did not identify any issues that could result in the reported complaint. Additionally, the quality control (qc) testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA / non-conformance review a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to the reported issue. Retain / file sample review the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 received a disposition of pass as all the replicates tested did not display any error codes or performance related flags and were interpreted correctly by the assay software. Testing results did not reproduce the customer's observations. Complaint history review a lot specific complaint history review was performed to identify any similar complaints for discrepant false negative results for the flu b analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. The lot specific complaint history review did not identify any additional complaints related to the reported issue for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. Complaint trending was reviewed and no new adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was not identified.

Event description:
The customer reported a false negative flub result on the alinity m resp-4-plex assay. The sample ID (sid) was (B)(6) and the result on alinity m was negative for all 4 targets, with no error codes or flags. The sample was repeated on the ausdiagnostics high plex using the respiratory b 16-well assay. The reason it was tested on both platforms was the request for covid (we don't report this from the ausd platform) and co request for bordetella pertussis (part of ausd panel). The ausd result was pos for flub, with a cycle threshold (CT) value on the ausd platform of 19.6. Technical application specialist (tas) analyzed log files. Sid (B)(6) showed a strong, sigmoidal amplification curve. However the CT and fractional cycle number (fcn) was assigned as "-1" by the software. The max ratio (mr) value of the sample was 18.143. The internal control passed, and showed normal sigmoidal amplification. The result was not detected for flub. The customer has not reported any negative impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.